Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they had trouble reading the display and up and down buttons were hard to push. The customer's blood glucose level was unknown. The customer reported that the battery life diminished and unexplained no delivery alerts. The device will not be returned for analysis.